Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, no complications occurred during the procedure. As of post-procedure follow up appointments (dates unknown), no patient complaints were reported and the device was seen to be held in place. All other information is unknown and unavailable.